Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. It was unable to perform the unexpected restart error test and verify the unexpected restart alarm due to the motor error alarm. No motion sensor test failure alarm or unexpected looping display during testing. The device had an intermittent button response due to corroded keypad traces. It was also received with cracked case at the display window corner, cracked reservoir tube lip, cracked lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motion sensor test failure alarm and an unexpected restart alarm. The customer was assisted with clearing the alarm and rewinding the insulin pump; the customer stated she received a motor position encoder error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.